Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿single patient use only. Do not reuse. Do not resterilize. For urological use only. Visually inspect the product for any imperfections or surface deteriocation prior to use."

Event description:
It was reported that the balloon of the lubricath foley catheter would not deflate. The patient was sent to interventional radiology where a guidewire was used to deflate the balloon. The insertion valve of the balloon was also cut off.. No patient injury reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the balloon of the lubricath foley catheter would not deflate. The patient was sent to interventional radiology where a guidewire was used to deflate the balloon. The insertion valve of the balloon was also cut off. No patient injury reported.